Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed the bicarbonate buffer test per dop (B)(4). Sensor passed per spec with accurate readings. The cannula was also split from the tubing.

Event description:
The customer reported via phone call that her sensor had a calibration error before she went to bed. She recalibrated but received another calibration error in the middle of the night. Her sensor was only in for 36 hours by then. The patient's blood glucose at the time of incident is unknown. After the 2nd consecutive calibration error the patient also received a bad sensor alert. The timing of the calibrations leading to the bad sensor alert and calibration recommendations were discussed with the customer. The customer was advised to remove and change out the sensor. The suspect sensor was returned for analysis and a replacement sensor was shipped to the customer.